Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
It was reported that that an infection occurred. The patient presented to the clinic. Sternal wound had a small amount of bloody drainage mixed with large amounts of greenish drainage, requiring up to five dressing changes daily. The patient stated this started as a large blister. Computerized tomography (CT) scan of the chest showed no abscess. Culture results of the sternal wound and driveline were both negative. Follow up chest CT scan was performed and still showed no abscess. The wound continued to have a lot of drainage. Incision and drainage (I <(>&<)> d) was recommended. Approximately 3 months later, the patient was hospitalized for another reason. CT scan showed what appeared to be a fluid collection by the outflow graft. The patient underwent an I <(>&<)> d of the driveline and the sinus tract from left ventricular assist device (lvad) pocket to just below the xiphoid. Purulent fluid was observed at the base of the tract. Surgical cultures were all negative, but white blood counts (wbc) were seen. It was suspected that the lvad was infected. The patient was placed on intravenous (IV) antibiotics with a plan to transition to oral antibiotics long term. The patient¿s maximum temperature was 101.7. The lvad remains implanted. The patient was a participant in the vad destination therapy trial improved blood pressure management clinical trial. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.